Event description:
Patient was undergoing a posterior approach for laminectomy at t1 and t2; osteotomy of body of t1 and body of t2 to facilitate correction of deformity; correction of kyphotic deformity from c5-t4; posterior segmental instrumentation with lateral mass crews at c5, 6, and 7 and thoracic pedicle screws at t 2, 3, and 4; posterolateral fusion at c5-6, c6-7, c7-t1, t1-2, t2-3, and t3-4. Patient was positioned prone on an operating room table with her head in the doro skull clamp 3003-00. The pins were attached to the patient's skull by the physician during the positioning phase of the procedure. After the procedure had been ongoing for about 45 minutes, the physician noticed the doro skull clamp 3003-00, which was attached to the pins had become loose and allowed the patient's head to move. The physician had to complete the procedure with the patient's head not being completely stabilized. There was no injury to the patient, and the procedure was completed. After the completion of the surgery the doro skull clamp 3003-00 was removed from service with plans to send back to the vendor for repairs.